Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that patient had noticed some fluid draining from ipg site. It was noted that patient was hospitalized and was placed on antibiotics. The patient was doing well. The patient underwent an explant procedure where all devices were removed and will not be return due to hospital policy.